Event description:
The caller alleged discrepant results when repeated the test with inratio meters. The results are as follows: 1.2, 1. This is an adverse event.

Manufacturer narrative:
Discrepant results (accuracy) comparison of repeated inratio results provided by end-user at time complaint was filed: 1.2, 1. Average 1.1. Stdev 0.14. %cv 12.86. As per internal procedure, the %cv is less than 20% criterion is met. The product will not be investigated. The patient's dosage of medication was adjusted. This is an adverse event. Also as per internal procedure tr# 0150 rev. 2 section 8.3 if the time elapsed exceeds three hours, there is a high possibility that the discrepancies are due to changes in the status of patient.